Event description:
It was reported that prior to the surgery the operating room staff was trialing out the cassette before use when damage to the meshgraft occurred. The comb of the meshgraft was damaged. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00294. Once the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the calibration and test cut could not be checked due to the damaged comb. The comb, bottom roll, and comb springs were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00294-1.

Event description:
There are is no additional information available regarding the event.